Event description:
It was reported that the unspecified bd¿ infusion set leaked from the tubing during use. The following information was provided by the initial reporter: "night shift rn explained in report that tpn was stopped due to the line leaking. Upon inspection of line, it appeared it was the tubing that was leaking and not the cvc lumen. Assumed to be faulty tubing."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set leaked from the tubing during use. The following information was provided by the initial reporter: "night shift rn explained in report that tpn was stopped due to the line leaking. Upon inspection of line, it appeared it was the tubing that was leaking and not the cvc lumen. Assumed to be faulty tubing".

Manufacturer narrative:
H6: investigation summary: the customer reported leakage from an unknown tubing set, and provided one picture of the incident. The picture verified the complaint of leakage. Without the physical sample, and investigation could not be performed and the root cause is unknown. A device history record review could not be performed because the material and lot number are unknown.